Event description:
It was reported that cuff separation from catheter.

Manufacturer narrative:
The complaint was confirmed, but the exact cause is unknown. The cuff had moved 3.1" along the d/l tubing toward the distal tip of the catheter. It was noted that the cuff was still attached to the white glue sleeve. Residue was found throughout the fibers of the cuff. An impression from the glue sleeve was found in the shaft material of the catheter, which indicates that heat had been applied to the cuff as specified in the manufacturing procedure. It is unknown if the cuff was subject to excessive stresses. The product IFU states, "the white retention cuff facilitates tissue in-growth. The catheter must be surgically removed. Free the cuff from the tissue and pull the catheter gently and smoothly." A chr was not completed since the lot information was not provided by the complainant.